Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic legal received information from the attorney of the family regarding insulin pumps subject to the (B)(6) 2019 voluntary urgent field safety notification related to loose, missing or broken retainer rings. Reporter alleges that the use of medtronic insulin pump caused personal injuries to the customer. Reporter was unable to provide the product identifier that was in use during the adverse event. Reporter alleged of possible under or over delivery of insulin and no pump alarm/alert notification was received. Blood glucose or sensor glucose values were unknown at the time of the incident. On (B)(6) 2019 customer alleged that pump leaked insulin, blood sugars were uncontrolled, vison was blurry, experienced tachycardia and admitted to ICU. Customer experienced symptoms occurred relative to the claimed event as uncontrollable blood sugars, blurry vision, tachycardia treatment of symptoms were ems called medical intervention and/or care provided by first responders and/or treating ers and/or hospitals, ems took to hospital, admitted to ICU length of ER and/or hospital admission, if any: (B)(6) 2019- -(B)(6) 2019. It was unknown whether auto mode feature was active at the time of event or not. Additional details were still pending at the time the event was reported. No products are expected to return for analysis.